Event description:
The field sales associate (fsa) reported: on (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly during this procedure, the physician tapered down the implanted grafts 32mm from the renal arteries to 24mm distally. The physician had implanted a cook cuff stent proximal of the trunk-ipsilateral leg endoprosthesis. The patient tolerated the procedure. It was reported that on (B)(6) 2022, the patient was admitted emergently. A type iii endoleak was revealed (separation between the cook stent and the trunk-ipsilateral leg endoprosthesis) and aneurysm sac enlargement (amount is unknown). The patient underwent endovascular treatment to reline 8cm of length, from the lowest renal artery to the flow divider of the implanted trunk-ipsilateral leg endoprosthesis. The patient tolerated the reintervention.